Event description:
Customer reported device = 329 mg/dl. Customer went to the hospital about 10 minutes later. Hospital device = 120 mg/dl. No treatment received. No controls used. A request was made for return product and replacement product was sent.